Event description:
During acl reconstruction procedure the tip of the probe fell off into the joint during use and was removed with a grasper. There was a 90-minute delay reported in the procedure. It was a second use (eto sterilized and reused) of this device.